Manufacturer narrative:
Continuation of d10: product ID: 900310 product type: integrated dilator/needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when attempting to pass the guidewire through the integrated dilator/needle, it felt clogged and the guidewire could not advance. The integrated dilator/needle was replaced which resolved the issue. During ablation , the wire was protruding from the exterior of the catheter. Even when the device was restored to its original state when there was space in the left atrium, the wire was exposed before therapy. After post-mapping, an attempt was made to store the catheter in the sheath, but there was resistance. It was pulled to the right atrium and then the catheter was stored into the sheath. When the catheter was removed from the body, it was found to be damaged. It was checked by fluoroscopy to confirm that no wires or other objects remained. Despite this issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.